Manufacturer narrative:
Patient information is unknown. Additional product code: hrx. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Part 09.804.601s, lot 1215042: manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: march 22, 2016. Expiry date: january 01, 2019. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the balloon broke during the expansion procedure of the stent. According to the surgeon, the stents did not touch each other, and no other technique which could have punctured the balloons was performed. The balloon was about 3cc and around 8 bar pressure when it burst. The procedure was completed successfully. This is report 1 of 1 for (B)(4).